Manufacturer narrative:
(B)(4). The customer reported a power supply failure. A philips field service engineer verified the failure and replaced the ac power supply to resolve the reported issue.

Event description:
The customer reported a power supply failure.